Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. There were some compromised force sensor system alarms in the alarm history. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.